Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with endocarditis. A full system explant was scheduled. The implantable cardioverter defibrillator (ICD) was explanted and discarded. The right atrial (ra) lead and the right ventricular (rv) lead were capped and surgically abandoned. A second procedure will be performed to extract the leads. This procedure has not been scheduled. No additional adverse patient effects were reported.